Event description:
User reported that a very white image appears on the left monitor when moving the c-arm to the next field.

Manufacturer narrative:
Gehc surgery field service engineer adjusted the high voltage cable on the arm for maximum rainbow rotation. Completed an image quality test on the system by saving multiple images onto the system. Checked the footswitch and the handswitch. Checks good. Cleaned the roller on the printer. Fastened down the brake handles on the c-arm.